Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaints (pc), concerned a male patient of unspecified age and origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30, 100u/ml) from cartridge via a reusable pen unknown humapen (2008) and then humapen ergo ii (since 2015), for the treatment of diabetes, beginning on an unknown date. Information regarding dosage regimen and route of administration were not provided. On an unknown date, after receiving human insulin isophane suspension 70%/human insulin 30% therapy a unknown humapen had malfunction and a new one was replaced from in 2015. On an unknown date (in 2018) his humapen ergo ii had failure (product complaint (B)(4) / lot number 1504d03). After he was using broken humapen ergo ii, his blood sugar increased, the postprandial blood glucose (pbg) was 20 to 21 (unit not provided) and pre-prandial blood glucose value was 9 (units and reference ranges were not provided). He also felt dizzy. On (B)(6) 2018, he was hospitalized for the events of dizzy and blood sugar increased. By (B)(6) 2018 he was still in hospital and had not been discharged from the hospital. Information regarding corrective treatment was not provided. Outcome of the events were unknown. Human insulin isophane suspension 70%/human insulin 30% therapy was continued. No follow up will be obtained as reporter refused to be following up via phone and contact details of health care professional was not provided. Patient was the operator of the humapen ergo ii and his training status was not provided. The humapen ergo ii model and suspect humapen ergo ii duration of use was since 2015 (3 years approximately). Action taken with humapen ergo ii was ongoing and its return was not expected. The reporting consumer assessed the event of blood sugar increased as related to human insulin isophane suspension 70%/human insulin 30% drug and was not sure if the event of dizziness was related to human insulin isophane suspension 70%/human insulin 30% drug. The reporting consumer did not provide an assessment of relatedness between the events and humapen ergo ii. Update 12-dec-2018: additional information was received from initial reporter on (B)(6) 2018 via patent support program. Added a concomitant humapen ergo ii. Updated lot number suspect humapen ergo ii, a laboratory data for blood glucose; route of administration and action taken as no change for human insulin isophane suspension 70%/human insulin 30% therapy. Updated as reported causality as related for blood sugar increased. Updated causality statement and narrative with new information. Update 13-dec-2018: information "was" received on 12-dec-2018 regarding product complaint number was processed accordingly. No medical significant information was added in the case. Edit 04-jan-2019: upon review of the information received on 06-dec-2018 the concomitant device was updated as unknown humapen and narrative was updated with information regarding device issue and product complaint. Updated the lot number, the EU/ca fields, and device age for the suspect device. Edit 04jan2019: upon review of the information received on 06-dec-2018, updated improper use and storage field from no to yes for the suspect device. Upon review of the update statement written on 04jan2019, added details about the changes made to suspect device product tab. Edit 04jan2019: updated medwatch fields for expedited device reporting. No new information added.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaints (pc), concerned a male patient of unspecified age and origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30, 100u/ml) from cartridge via a reusable pen unknown humapen (2008) and then humapen ergo ii (since 2015), for the treatment of diabetes, beginning on an unknown date. Information regarding dosage regimen and route of administration were not provided. On an unknown date, after receiving human insulin isophane suspension 70%/human insulin 30% therapy a unknown humapen had malfunction and a new one was replaced from in 2015. On an unknown date (in 2018) his humapen ergo ii had failure(B)(4). Lot number 1504d03). After he was using broken humapen ergo ii, his blood sugar increased, the postprandial blood glucose (pbg) was 20 to 21 (unit not provided) and pre-prandial blood glucose value was 9 (units and reference ranges were not provided). He also felt dizzy. On (B)(6) 2018, he was hospitalized for the events of dizzy and blood sugar increased. By (B)(6) 2018 he was still in hospital and had not been discharged from the hospital. Information regarding corrective treatment was not provided. Outcome of the events were unknown. Human insulin isophane suspension 70%/human insulin 30% therapy was continued. No follow up will be obtained as reporter refused to be following up via phone and contact details of health care professional was not provided. Patient was the operator of the humapen ergo ii and his training status was not provided. The humapen ergo ii model and suspect humapen ergo ii duration of use was since 2015 (3 years approximately). Action taken with humapen ergo ii was ongoing and it was not returned to the manufacturer. The reporting consumer assessed the event of blood sugar increased as related to human insulin isophane suspension 70%/human insulin 30% drug and was not sure if the event of dizziness was related to human insulin isophane suspension 70%/human insulin 30% drug. The reporting consumer did not provide an assessment of relatedness between the events and humapen ergo ii. Update 12-dec-2018: additional information was received from initial reporter on 06-dec-2018 via patent support program. Added a concomitant humapen ergo ii. Updated lot number suspect humapen ergo ii, a laboratory data for blood glucose; route of administration and action taken as no change for human insulin isophane suspension 70%/human insulin 30% therapy. Updated as reported causality as related for blood sugar increased. Updated causality statement and narrative with new information. Update 13-dec-2018: information was received on 12-dec-2018 regarding product complaint number was processed accordingly. No medical significant information was added in the case. Edit 04-jan-2019: upon review of the information received on 06-dec-2018 the concomitant device was updated as unknown humapen and narrative was updated with information regarding device issue and product complaint. Updated the lot number, the EU/ca fields, and device age for the suspect device. Edit 04jan2019: upon review of the information received on 06dec2018, updated improper use and storage field from no to yes for the suspect device. Upon review of the update statement written on 04jan2019, added details about the changes made to suspect device product tab. Edit 04jan2019: updated medwatch fields for expedited device reporting. No new information added. Update 08-jan-2019: information received on 12-dec-2018 via local affiliate. Pc number was obtained, which was already processed in the case. No new medically significant information was received and no further changes were made to the case. Update 08jan2019: additional information received on 02jan2019 from the global product complaint database. Entered the device specific safety summary (dsss); updated the medwatch and european and canadian (EU/ca) device fields, improper use and storage from yes to no; and added the date of manufacturer for the suspect device associated with(B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 08jan2019 in the b.5. Field. No further follow up is planned. Evaluation summary: a family member reported on behalf of a male patient reported that the injection button of his humapen ergo ii device would move down very easily. He experienced increased blood glucose. The device was not returned to the manufacturer for investigation(B)(4). Manufactured april 2015). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with regard to device not working or dose accuracy issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use.